Event description:
Procedure in 2000. Severe pelvic pain; >four years period; subsequent myomectomy followed by hysterectomy for extreme pain. Adhesion, embolic material migrated to ovaries, loss of orgasm.